Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer stated that the device had a dim display. The customer wanted to confirm if they should change the backlight board or lcd. It was confirmed that the customer was able to see the display when adjusting brightness settings. The remote service engineer (rse) informed the customer to replace lcd display. The rse rovided lcd part number.

Event description:
It was reported that the display was dim. There was no patient involvement when the incident occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer stated that the device had a dim display. The customer wanted to confirm if they should change the backlight board or lcd. It was confirmed that the customer was able to see the display when adjusting brightness settings. The remote service engineer (rse) informed the customer to replace lcd display. The rse provided lcd part number. The customer called technical support, and reported that the replacement part was received, but was not fitting on the device. The rse advised the customer that original hydis lcd was obsolete and the display needs to be upgraded to support new nec lcd or change entire ui display. The customer was provided with the parts ID for the updated lcd and the ui assembly. Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.